Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip was not attached anymore on the subject device. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.